Event description:
A surgeon reported a discrepancy in the biometry results was noted when comparing the results from another machine. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and verified the parameter settings and saved exams. The company rep found no problems; the system was functioning normally. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).